Event description:
It was reported a previously implanted patient experienced pain ¿all over¿ their body and it was felt the device was the cause. No further information was reported. Additional information could not be obtained at this time.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown. Product type lead. (B)(4).